Manufacturer narrative:
(B)(4). Report source: foreign-switzerland. Associated products: item number: unknown, item name: unknown liner, lot number: unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision of hip implant due to dislocation, which occurred due to a fall. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. As no part and lot identification was provided, review of device history records could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.